Event description:
A user facility reported that an intraocular lens (iol) was exchanged for the same model, different power lens. In a follow-up, the nurse reported the lens is in the capsular bag with no opacity.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other similar complaint reported in the lot number. Additional information was requested on 03/30/2012 by fax and mail. A completed questionnaire was received on 04/11/2012. (B)(4).